Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for longer than 48 hours. The patient had experienced pain and swelling at the pod infusion site, (arm). In addition upon removal of the pod from the infusion site the patient noticed purulent discharge. Once at the doctors office the patient was diagnosed with an infection at the pod infusion site. The patient was prescribed cephalexin (500 mg) to be taken once every 8 hours. The patient was provided advice to squeeze out the purulent discharge at the pod infusion site in order to avoid having to have the site lanced. The patient was at the doctors office for an hour.